Event description:
On 12/03/2007, abbott point of care was contacted by a customer who reported during the I-stat prothrombin time results stated no clot detected. A different sample was tested using lab instrument. Stago, which yielded results of pt = 83.7 and inr = 10.5.